Manufacturer narrative:
The ge representative performed an on site investigation. The media card was replaced. The generator calibration and milliamps were adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a checksum error code message and thereby failed to boot up. No report of patient injury.